Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture grade iii, seroma, granuloma and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, seroma, granuloma, migration and rupture.

Event description:
Healthcare professional reported "rupture". Later healthcare professional "capsular contracture grade iii by MRI rupture intra and extracapsular, abundant periprosthetic seroma and axillary lymph nodes due to siliconomas".this record is for the left side. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported "rupture". Later healthcare professional "capsular contracture grade iii by MRI rupture intra and extracapsular, abundant periprosthetic seroma and axillary lymph nodes due to siliconomas".this record is for the left side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The device associated with this report has been confirmed as not PMA approved. This information is no longer considered reportable to the FDA. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and a missing piece of shell assessed as inconclusive. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ migration: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device associated with this report has been confirmed as not PMA approved. This information is no longer considered reportable to the FDA.